Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of reew4418 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported during a medication they found the catheter detached and the detached portion into the cardiac cavity. No other information was provided.